Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a laparoscopic bulla resection procedure, a beep sound was heard from the generator and the device became not to be activated. When the blade was checked on mayo table, the blade was broken off. During the checking, the foot switch was pressed and the test switch of generator was pressed. The blade was broken off outside the patient, so no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.